Manufacturer narrative:
H3: visually, there was no significant damage to the packaging carton when returned. There was also no damage noted (with unaided eye) in the construction of the returned device. The wire harness had no paper tape intact. Functionally, a syringe was used to inject 20cc of air into the cuff, and the cuff deflated immediately, it could not stay inflated. The cuff was submerged under the water for leak observation, and bubbles were observed. The leakage was detected near the proximal end of the cuff. For further analysis, the cuff was placed under the magnification, and the puncture was observed in the same area where the leak was detected. The device failed due to defective condition upon return and the inability to keep the cuff inflated. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure it was found that the cuff of the lower cannula was leaking. Cuff was inflated with 5ml of air. There was no patient involvement.

Manufacturer narrative:
Previous code d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.